Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching events were observed before the batteries had depleted to less than twenty-five percent (25%) charge capacity. The battery will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for corrections. B5 description of event problem corrected to include it was further reported that the battery was removed from service. E1 initial reporter facility name corrected from (B)(6) hospital (B)(6), street 1 corrected from (B)(6) to (B)(6), region corrected to (B)(6)), postal code corrected to (B)(6), phone number corrected to (B)(6). E3 initial reporter occupation corrected from health professional (hpro) to other healthcare professional (othe). H10 this report contains an update to the product event summary to reference the formal investigation associated with the reported failure. The previously reported failure and investigation findings remain unchanged. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log files were not available for analysis. As a result, the reported event could not be confirmed. Failure analysis revealed that the device passed visual inspection. Functional testing revealed that the battery was received inoperable. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inoperability of the battery. This is an additional observation not related to the reported event. An attempt to reset the main integrated circuit (ic) was able to reestablish communication with the ic. The most likely root cause of the battery unable to charge or provide power can be attributed to a faulty ic that controls the battery. An internal investigation evaluated battery main ic malfunctions. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery was removed from service.

Manufacturer narrative:
The battery was returned for evaluation. Controller log files were not available for analysis. As a result, the reported event could not be confirmed. Failure analysis revealed that the device passed visual inspection. Functional testing revealed that the battery was received inoperable. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inoperability of the battery. This is an additional observation not related to the reported event. An attempt to reset the main integrated circuit (ic) was able to reestablish communication with the ic. The most likely root cause of the battery unable to charge or provide power can be attributed to a faulty integrated circuit that controls the battery. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.